Event description:
It was reported that a patient presented to the clinic for follow up. The right ventricle (rv) lead exhibited over-sensing noise. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was stable throughout.